Manufacturer narrative:
A review of tickets was performed for reagent lot number 03120i000. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect intact pth reagent lot 03120i000 was identified.

Manufacturer narrative:
No patient identifier or demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely depressed architect intact pth results for one patient. The reference range the customer uses is 1.59-7.24 pmol/l. The following information was provided: initial result was 0.7pmol/l, repeated 1.7pmol/l and 2.4pmol/l. The customer believes 1.7pmol/l or 2.4pmol/l is the correct value. No impact to patient management was reported.